Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed check settings and the device stopped. Customer was attempting to fill the cannula when alarm occurred. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.